Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited an inappropriate magnet response. The device remained implanted and would be interrogated.